Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Is it known what distributor the endoloop devices were purchase through? Are there any pictures available of the 6 endoloop packages, displaying the ¿exp abr20¿ expiration date? If any of the endoloops were used on a patient, were there any adverse patient consequences? What is the lot number(s) of the endoloops displaying the ¿exp abr20¿ expiration date? Are any of 6 endoloop packages, displaying the ¿exp abr20¿ expiration date, available to be returned for evaluation?

Event description:
It was reported that the packaging label for the suture was displaying the expiration date as 'exp abr20'. The device is not in the original box that it come packaged in, it is just in a peel-pack. Additional information has been requested.